Event description:
The pt felt no stimulation sensation. The leads and device were broken. The hcp planned on removing the stimulation components during pump replacement. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).